Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported gas leak could not be conclusively determined.

Event description:
During an ablation procedure an air leak occurred. Following sheath insertion, prior to inserting catheters, air was aspirated into the extension port of the sheath. A new sheath set was used for the procedure. There were no adverse patient consequences.